Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. No cosmetic defect was identified. Functional testing was performed, and device performed as intended. The complaint could not be confirmed. No leaks could be identified during functional testing. The root cause is undetermined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring [pm] set was found to be leaking blood from the 3-way marvelous stopcock. The pm set was exchanged, and the procedure was successfully completed. No additional patient consequences to report. Device is returning for investigation.